Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.

Event description:
Information received indicates the scale display is blank due to corrosion on the 22-position connector on the footboard.